Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information cannot be expected for this report. (B)(4).

Event description:
A health professional reported that multiple blades have been dull, possibly from damage. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the knives were normally noted to be blunt at the time of, or just prior to, incision when observing the blades under the microscope during multiple cataract surgeries. After a slight delay, all procedures were completed with some patients experiencing diminished wound construction or larger size, but no harm to any patient. No further information is available.